Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient visited the hospital for a routine follow-up. When the lvad was connected to the power module, the cardiologist noticed power and flow increases. A low speed advisory alarm also occurred. Log files were downloaded, and then a system controller fault alarm became active. The lvad was switched to battery power and all parameters became stable with no alarms. A chest x-ray was performed, which showed damage to the distal end of the percutaneous lead. It was reported that the damage was repaired with tape. A follow-up appointment was scheduled for the following week. An echocardiogram showed normal lvad function. At the follow-up appointment, log files showed frequent pump stops. An additional x-ray of the percutaneous lead was performed and all data was sent to heart failure tech support for evaluation. An ungrounded patient cable was requested. The vad team and patient were educated on safety management of being on battery power full time. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: review of the log files provided by the account confirmed elevations in pump power and flow as well as low speed and pump stop events. Furthermore, the reported damage to the external portion of the patient¿s driveline was confirmed through the account¿s submitted images. The submitted log files contained data from (B)(6) 2020, through (B)(6) 2020. Low speed events were captured on (B)(6) 2020, with speed reductions as low as 5370, resulting in low speed operation alarms. These events occurred while the patient was connected to the power module and appeared to be associated with pi events and elevations in pump power. Additional low speed events were captured on (B)(6) 2020, which resulted in two pump stops while the patient was connected to the power module and battery power. A total of four motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with low speed hazard, low flow hazard and low speed operation alarms. These events were also associated with elevations in pump power. Based on previous complaint history, all of the observed events appeared to be consistent with potential driveline wire compromise. Furthermore, the suspected driveline wire compromise and associated low speed events and significantly elevated powers appeared to cause brief instances where the internal communication was compromised, resulting in the sequence of yellow wrench advisory (backup battery fault and replace controller) alarms and backup mcu failure events. These alarms resolved after several seconds and did not appear to be a controller-related issue. Additional elevations in pump power and flow were captured on (B)(6) 2020, which were mostly associated with pi events. A specific cause for these findings could not be conclusively determined through this evaluation. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number vad-58457, and no further events have been reported at this time. The hmii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. In reference to power, the hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.